Event description:
Caller reported that the insulin gauge displayed an amount different from expected, showing 0 units instead of the anticipated 250 units. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in reloading the same cartridge and resumed insulin delivery; they declined to deliver a 10.2 unit bolus and planned to monitor the situation and follow up if necessary.